Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4: only di provided as lot number is unknown. Additional reporter details: (B)(6).

Event description:
An event involved a primary plum set, clave secondary port, clave y-site, secure lock 103 inch where the customer reported, that the IV pump was alarming for proximal air while infusing norepinephrine. Back priming was done, and no air bubbles were seen in the syringe. However, after restarting the pump, the alarm for air persisted, and the process was repeated multiple times with no air detected each time. Due to the interruptions in the norepinephrine infusion, the patient's blood pressure dropped to 72/54, then 59/51, requiring a registered nurse (rn) to administer 200 mcg of IV (intravenous) phenylephrine. The IV line and pump were replaced, and a new infusion was started with no further issues. There was patient involvement and there was patient harm.